Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for radicular pain syndrome (radiculopathies). The patient reported that they wanted to have their device removed because it¿s no longer working. They stated that they had issues charging their implantable neurostimulator (ins), and then became homeless and lost their recharger, so they were unable to charge their ins. The patient indicated they had poor coupling with recharging. They noted that the issue started probably 3 years ago. The patient was redirected to follow-up with their healthcare provider. No further complications or patient symptoms were reported or anticipated.